Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.046" offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. There was an additional observation that was not reported by the site. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. As a result, the electrode was exposed. An electrical continuity test was performed and passed. No damage to the conductor wire was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and the cannula were inspected prior to use. There was no patient injury due to this event. The patient has not returned post surgery with complications as a result of the arcing event.